Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry info received and the visual and functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as design. There were no anomalies noted with the clips dropping from the device. The reported incident could not be recreated with the remaining clips.

Event description:
It was reported during a laparoscopic cholecystectomy the er320 spit out 2-3 clips at a time. The same er320 was continued to be used and severed a vessel. The case was converted to an open procedure due to excessive bleeding. The bleeder was located and ligated.